Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. Customer¿s current blood glucose level was 236 mg/dl. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked keypad overlay at select button. (B)(4).